Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was not hospitalized for the event. Treatment for the event consisted of vancomycin (1 gram, every 5th day continuous) and fortum (1 gram with each bag). The patient was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.